Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem in that the "pump keeps losing power while running" issue was unable to be repeated. Multiple power lost while pump was on after pump turned on messages were found in the pump's event history logs. Service recommended a microprocessor unit board to be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump kept on losing power while running. No patient consequences were reported. No adverse effects were reported.